Event description:
This is an mi pt. The pt was intubated due to decompensating clinical status and placed on the ventilator. The therapist covering the unit didn't notice anything unusual about the functioning of the unit, but wasn't looking for anything to occur. A code blue was called approx 7 minutes later and the pt was resuscitated. When the pt was placed back on the vent, the therapist noted that the pt's chest wasn't rising. On a side note, during the code, the therapist stated that the pt was difficult to ventilate with the bag and that the spo2 never rose above 80% on the bag. That same condition was present when replaced on the vent. A desaturated condition. The therapist believed that the pt had a pneumothorax because of difficulty bagging. It was later determined that the pt was in pulmonary edema. The staff isn't sure if the pt coded due to the unit not delivering proper volumes or a further clinical deterioration. The unit was returned to the rt dept and inspected. The unit was placed on a test lung and the unit appeared not to be delivering proper volume although they were not measuring it. Another rep also noted that there was no alarm preceding the code blue. Another rep happened to be on site and examined the unit but found no malfunction. This pt remains intubated requiring mechanical ventilation, responding to noxious stimulation only. Settings: a/c 12 vt 600, later increased to 750 due to inadequate chest expansion. Fio2 100%, peep 0. Alarm settings were not recorded.